Event description:
Oral-b [toothbrush] heads broke/it fell apart in mouth [device breakage]. Case narrative: consumer via e-mail stated that their oral-b toothbrush heads broke. No injury was reported. (B)(6) 2023 via image: the suspect product lot number was 99372244. No injury was reported. 05-sep-2023 via follow-up e-mail: consumer reported that the oral-b toothbrush head fell apart in their mouth during brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.